Event description:
It was reported the cs6s was used during a left hemi-colectomy, it was reported the device did not seem to provide adequate hemostasis. The procedure was completed with the suture-cut-clamp method. There was no consequence to the pt. 11/12/98 it was reported by the rep there was just oozing at the site of the device application.